Manufacturer narrative:
Results: the distal end of the pusher assembly has the coil proximal constraint ball and a broken stretch resistant (sr) wire sticking out of the distal detachment tip (ddt). The coil is also broken. The pull-wire is still in the capture feature of the ddt. The proximal end of the pusher's hypotube and the proximal portion of the pusher are missing. Tension in the system likely prevented pull wire from leaving the capture feature. The pusher hypotube was carefully pulled apart about 10 cm from the proximal end to expose the pull wire, and the ball in the ddt was detached by pulling on this without using excessive force. Conclusion: the complaint has been evaluated. The complaint states that during deployment of the coil, two detachment handles malfunctioned and would not detach the coil. Both handles were tested using the production test fixture, and passed for both throw distance and pull force. The cause of this complaint cannot be directly determined. If the detachment handle and the coil pusher assembly are not positioned correctly and in a linear position, the user may experience difficulty detaching the coils. In addition, if excess friction is built up distally due to catheter placement or a dense coil mass, detachment may be difficult without repositioning the devices. The cause of the broken coil sr wire and proximal hypotube is unknown and was not described in the complaint. Based on the lack of description regarding any issue related to the pusher assembly, it is believed that this damage was due to the customer manipulating the device outside of the patient before sending back for investigation and was not related to the customer complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00140 and 3005168196-2013-00336.

Event description:
Physician was attempting to detach a coil for placement in the internal carotid posterior communicating artery, but it would not detach. He changed the detachment handle and was able to finish the procedure with no problem.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2013-00140.